Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited functional undersensing. The p-waves felt under post-ventricular atrial refractory period (pvarp) and were followed by atrial pacing delivered when not required. Technical services (ts) reviewed the data and found that after an atrial pacing marker the patient transitioned into atrial fibrillation (af). Reprogramming options were recommended. No additional adverse patient effects were reported. This device remains in service.